Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. A partial lead (connector end) was returned in one piece measuring 10.6cm/10.3cm (inner insulation and inner coil/outer insulation. Visual inspection of the lead found full breach insulation degradation at 4.5cm from the connector pin, adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.